Manufacturer narrative:
Product event summary: a controller with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in need of a controller upgrade and was brought to the hospital as day surgery/outpatient procedure and controller exchange was performed in the evs room with ECMO standby. Cardiothoracic surgeon and perfusionists present in room. Site-rite ultrasound performed of bilateral groins; pump controller was exchanged for new controller, and new controller initiated. It started without difficulty. The patient had no hemodynamic instability, and she was taken to the recovery room in stable condition. Patient was discharged home after a few hours post procedure. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.